Event description:
It was reported that during a dialysis session, air entered into the circuit and the session was stopped. The physician noted a crack in the catheter. The crack and leak occurred at the red arterial connector. As a result, the physician removed the catheter and a new kit was opened and used successfully. There was a delay in treatment but no harm was caused to the pt. No complications or death occurred to the pt. The catheter was placed on (B)(6) 2013 and was changed on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.